Event description:
A malfunction alarm with code "malf 9" was reported, and the fault ID was identified as "malf 9-0x20f1." There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to put the pump into storage mode and return it using a prepaid label within ten days, while using an mdi as backup therapy to ensure insulin delivery was not interrupted.